Event description:
It was reported that during the implant procedure, the device was unable to sense anything but noise. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): preliminary testing revealed the device had no pacing output. The pacing outputs were below expected values and egm errors. Further analysis determined the reported pacing anomaly was caused by a failure in the charge pump circuitry of the sensing integrated circuit. This failure will produce noise to the input sense circuitry that causes sensing difficulty.

Event description:
Asku